Event description:
The following has been reported: biomed reported : "cassette pins feel sticky, but are not getting better when cleaned. Pump also has "cassette misloaded" error" injury/adverse reaction : no stopped active infusion : no. On 08/14/2025- biomed reported: I cleaned this pump again this morning and it passed the 30 minutes infusion test. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.